Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found error code 107 in the fault logs but was not able to duplicate the start up alarm. As a precaution the stm replaced the front end board. The iabp was then calibrated and function and safety tested. The iabp passed all testing and was released back to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a start up alarm. There was no patient involvement and no adverse event was reported.